Event description:
It was reported the coil prematurely detached. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken and the release wire had been pulled back. The implant likely detached when the release wire was retracted. (B)(4).